Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones or beeps functioned properly. No unexpected hardware low level failures alarm found during testing or in the pump history file.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had audio anomaly. Customer's blood glucose value was 7 mmol/l at the time of the incident. Audio issue was confirmed during the call. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.